Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter translated from german to english: unfortunately we have now also had to find out that the scale pressure is also released with other tips due to rubbing. This occurs with syringes: ¿ bd 5 ml luer lok, ref. (B)(4), lot: 4005103. ¿ b-d plastipak-spritzen 10 ml l/l 3tlg, ref. (B)(4), lot: 43339943. Would you please confirm receipt of the complaint and give us a planned processing date.

Event description:
No additional information was provided.

Manufacturer narrative:
One photo of 3ml luer-lok syringes (p/n - 301073) was received and evaluated. The photo shows two loose 3ml syringes with some of the scale markings faded to the point of missing in some areas of the barrel. However, the photo received of 3ml syringes is not applicable to the 10ml syringe (p/n 301029) that was reported. Since no samples displaying the reported condition for the reported material number were received, a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review could not be performed on model 301029 because the provided lot number is invalid. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.